Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon on the catheter was inflated to perform a venogram of the coronary sinus. The balloon then could not be deflated. Cutting the side of the balloon did not work. The physician then pulled the balloon catheter out and the air leaving the balloon with a puff was heard. The coronary sinus was not damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter shaft tip balloon was ruptured. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The analyst noted that the balloon catheter was returned with the syringe. Using returned syringe to test, air pressure was applied, the air passed through the valve tube and could not pass any further. Destructive analysis was performed and found plastic occlusion happened at distance 61cm inside the inflate tubing, measured from the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The balloon catheter was returned and analyzed. Analysis indicated that the mechanical operation of the balloon catheter was occluded. The mechanical operation of the catheter shaft tip balloon was ruptured. Visual analysis of the lead indicated damage during use. The analyst noted that guidewire insertion was performed. The guidewire could not go any further at distance 9 cm of the catheter sheath. Destructive analysis was performed, and found blood obstruction various through inside the catheter sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated that the mechanical operation of the balloon catheter was occluded. The mechanical operation of the catheter shaft tip balloon was ruptured. The analyst noted that the balloon catheter was returned with the syringe. Using returned syringe to test, air pressure was applied, the air passed through the valve tube and could not pass any further. Destructive analysis was performed and found plastic occlusion happened at distance 61cm inside the inflate tubing, measured from the valve. If information is provided in the future, a supplemental report will be issued.